Event description:
Reportedly, on (B)(6) 2024, the hospital saw that no transmission history was available since on (B)(6) 2024. On (B)(6) 2024, the smartview connect displayed "no signal". Changing the location or restarting the device did not resolve the issue. When the famoco screen was displayed, the connectivity network, internet, and fms were all red, and there was no "signal symbol" or "4g" written on them. Same issue occured on (B)(6) 2024, the smartview connect is replaced.

Manufacturer narrative:
Analysis of the subject returned device confirm the reported issue. The device is not able to connect to the network and display "no network". The most probable hypothesis is that a component failure or a poor network coverage caused the reported event. The root-cause could not be clearly established. This case is retained and utilized for trend purposes.

Manufacturer narrative:
The subject device is not returned yet. Investigation is not available.

Event description:
Reportedly, on (B)(6) 2024, the hospital saw that no transmission history was available since on (B)(6) 2024. On (B)(6) 2024, the smartview connect displayed "no signal". Changing the location or restarting the device did not resolve the issue. When the famoco screen was displayed, the connectivity network, internet, and fms were all red, and there was no "signal symbol" or "4g" written on them. Same issue occured on (B)(6) 2024, the smartview connect is replaced.